Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in asepsis during pd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 3/nov/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus epidermidis and candida aeruginosa in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed antibiotics and antifungal medication during this hospitalization to address the infection; however, the types and routes of these medications were not reported by the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed due to the nature of infection, and he was transitioned to hd for renal replacement therapy on a hospital provided hd device for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains on backup hd therapy on an in-center basis post-discharge with plans to return to ccpd therapy on the same liberty select cycler upon resolution of infection.

Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus epidermidis and candida aeruginosa in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed antibiotics and antifungal medication during this hospitalization to address the infection; however, the types and routes of these medications were not reported by the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed due to the nature of infection, and he was transitioned to hd for renal replacement therapy on a hospital provided hd device for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains on backup hd therapy on an in-center basis post-discharge with plans to return to ccpd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.